Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 145 mg/dl. The self test did not pass and the pump error alarm occur during self test. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly.